Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen display and the insulin dose in the reservoir dose not match. The reservoir has no insulin but pump status screen was showing more than 100u insulin. Blood glucose was not provided at the time of the incident. No further details were given.